Event description:
It was reported that a handheld computer would no longer turn on. Checking the connections and using a different wall outlet to charge the handheld did not resolve the issue. The handheld has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.